Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause of the reported failure is wear and tear. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per (B)(4).

Event description:
It was reported on 08/24/2022 by a sales representative via email that an ar-12990 scorpion needle broke. This was discovered during a case with no patient harm. When the needle was fired through the tissue it jammed inside the distal bottom jaw of device. For patient safety the bottom jaw had to be broken off to remove the needle to confirm it was not in the patient. This was confirmed and the needle was in fact jammed in the bottom jaw of the device, meaning there was an issue with the firing mechanism in the device.